Manufacturer narrative:
Duraseal sealant (202050) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. Per the dfmea, potential causes of failure include: performance, application (gel delivery), solution mixing & coverage. The risk remains acceptable per the risk analysis. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported that duraseal dural sealant (202050) was unable to syringe out and clot at syringe tip site. The product was in contact with the patient, however there was no patient injury or surgical delay has been reported.